Event description:
Customer reported communication loss between the panorama central station and ambulatory telepack. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and performed a network reset. Company representative also found 3 telepacks that need to be replaced and biomed will order replacements.